Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor showed a false pause episode due to undersensing. Programming changes were discussed but not performed. The patient was asymptomatic throughout the event and will continue to be monitored.

Event description:
New information received states the device continued to show false pause episodes. No further information was available.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received stated that an asymptomatic patient's implantable cardiac monitor(icm) exhibited undersensing on (B)(6) 2019. Programming changes were discussed but not performed.